Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 10-mar-2023. [Additional information]: on 10-mar-2023, additional information was received. The information indicated that there was no patient injury. Excessive force had not been exerted on the device. Concomitant devices were not removed with the complaint device; cerebral target position was not lost. E.1: initial reporter phone: (B)(6). The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a thrombectomy procedure on (B)(6)2023, the complaint device, a 132cm embovac 71 aspiration catheter (ic71132ca / 30729953) was used in a combined technique with a 4mm x 40mm solitaire¿ stent retriever (medtronic) targeting a lesion in the internal carotid artery (ica). The first pass was performed without any issue. Continuous flush was maintained. The stent was deployed in a second pass, and the stent was pulled together while suction was applied. It was reported that although most of the thrombus was removed, the complaint device was crushed at about 5 cm from the tip. Because there was still residual thrombus, the device was replaced and a third pass was performed. A trevo trak microcatheter (stryker) and an 8f optimo guiding catheter (tokai medical products) was also used. There was no negative patient impact reported.the complaint device was returned for evaluation and analysis. The product investigation completed on 28-feb-2023. Based on the completed product investigation, this event has been deemed usfda reportable under title 21 cfr 203 with a classification of ¿malfunction.¿

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. The name, phone and email address of the initial reporter are not available / reported. The complaint device was returned for evaluation and analysis on 03-feb-2023. The investigation was completed on 28-feb-2023 and is documented below. Investigation summary: visual inspection was performed on the returned 132cm embovac 71 aspiration catheter. The embovac was found to be stretched for approximately 3.7 cm. The stretch and compression condition appeared to originate from approximately 2.2 cm from the distal tip. There were also torn on the coating; this damage could be secondary to the stretched condition. At approximately 7.5 cm from the distal tip, there were slight stretch of braid mesh portion and torn on the coating. The presence of hydrophilic coating was confirmed to be present. Dimensional inspection was performed. It was confirmed that the inner diameter (ID) of the distal tip, the outer diameter (od) of the intermediate area and the proximal side of the returned embovac catheter were within the range of product specifications. Investigation conclusion: it was confirmed through the visual inspection that the distal portion of the returned embovac was stretched and compressed. The stretch and compression were originated at approximately 2.2 cm from the distal tip. The stretched and compressed conditions suggested that there was excessive pulling load applied to the damaged area during the attempt of withdrawal. The complaint description has been provided as ¿the first pass was made without any issues by using the returned embovac, and the second pass was able to retrieve the clot partially¿ this description indicates that the embovac was initially in working order. There is no indication that this complaint was as a result of a defect or malfunction of the embovac. A review of manufacturing documentation associated with this lot (30729953) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) contains the following precaution: ¿ exercise care in handling the embovac catheter to reduce the chance of accidental damage. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.